Event description:
Caller alleged discrepant inratio2 results. Results follows: inratio: 2.5, lab: >8.0. Tests performed about 8 hrs apart. Therapeutic range: 2-3. Pt was admitted to the hospital after lab result and given vitamin k. Doctors determined that pt has pneumonia. (Pt has been coughing since thursday). Husband also tests on an inratio meter and is very stable. He states that his wife's results have been very erratic since she started testing on the meter in (B)(6) 2013.

Manufacturer narrative:
Investigation pending.